Event description:
On (B)(6) 2016 it was reported by users at (B)(6) that earlysense device provided a bed exit alert for a patient that left bed. The earlysense central display station (cds), also provided the bed exit alert at the same time at the nursing station. Alert was confirmed at the bedside and at the cds by healthcare providers. No injuries were reported, however, the customer reported that the external wireless communication devices ((B)(6)) did not receive the alerts on all three tech phones. In conclusion: the earlysense bedside unit and central display station were performing as expected according to their specifications. However, the gateway software was not supporting the delivery of the earlysense alerts to the external mobile alerting devices that belong to the hospital ((B)(6)). Correction provided to the site. Updated gateway software was installed in collaboration with the hospital it that recognizes when the gateway application is "down' (watchdog) and restarts the gateway so the external alerting devices are supported.